Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that, on (B)(6) 2025, they experienced hyperglycemia with a blood glucose (bg) of 319 mg/dl. The user was able to correct the high bg by clearing the device alert 38 (motor stall) and resuming insulin delivery without assistance from a caregiver. No emergency medical services (ems) or hospitalization was required.